Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: the black box showed one pump reboot after a replace battery alarm on (B)(4) 2015 at 06:13. There was no unexplained power issue observed. When the pump was powered back on, the date/time were set to (B)(4) 2015 00:24. The date/time were later manually corrected from (B)(4) 2015 08:07. There was no damage found to returned battery cap or the battery compartment. The returned battery cap fit securely to the pump with no yellow o ring showing. The pump booted to the verify screen with audible and vibratory features. A 24hr duration test was successfully completed with no pump reboots duplicated. The total daily doses added up correctly and reflected the users programmed basal rates. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. The pump cover was removed and there was no internal moisture or damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 404 mg/dl with confusion associated with no power to the pump. Reportedly, the patient remained on the insulin pump and received unspecified treatment at the urgent care/clinic. It was reported that there was no damage to the pump, battery compartment or battery cap, but there was no power. During troubleshooting with customer technical support, it was revealed that the alarm history indicated a replace battery alarm which led to the power loss. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error in not adequately responding a replace battery alarm.